Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40-49mg/dl. Cause was not known. Reportedly, customer lost consciousness. Customer was treated with carbohydrates and observation to address the bg. Customer was discharged from the ER the next day, (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.